Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the infusion set and the pump would not deliver fluids and increasing amount of air noted could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced a case of air bubbles/air in line, and flow issues. The following information was provided by the initial reporter: material #: 2432-0007, batch/lot #: unknown. Registered nurse was able to prepare tubing, spike total parenteral nutrition (tpn), and prime fluids without incident. No compromise of tubing noted at this time. Fluids were connected to infant per protocol and line was flushed with a turbulent flush of 0.5 ml normal saline. Line flushed without incident. Fluids were started on alaris pump module smartsite infusion set, and the pump would not deliver fluids after about 8 minutes. Pump said that line was occluded. A different channel was attempted without success increasing amounts of air noted from triport to filter on tubing with no leakage of fluid visualized. Line had to be taken down and tpn wasted due to compromised tubing. It is believed that the PICC line was not compromised, drawing and flushing appropriately per multiple caregivers. After disconnecting from patient, attempted to run fluids through line, unable to get fluids into filter. Line collected and bagged and given to management.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on 2021-05-03 via medwatch # (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced a case of air bubbles/air in line, and flow issues. The following information was provided by the initial reporter: material #: 2432-0007 batch/lot #: unknown. Registered nurse was able to prepare tubing, spike total parenteral nutrition (tpn), and prime fluids without incident. No compromise of tubing noted at this time. Fluids were connected to infant per protocol and line was flushed with a turbulent flush of 0.5 ml normal saline. Line flushed without incident. Fluids were started on alaris pump module smartsite infusion set, and the pump would not deliver fluids after about 8 minutes. Pump said that line was occluded. A different channel was attempted without success increasing amounts of air noted from triport to filter on tubing with no leakage of fluid visualized. Line had to be taken down and tpn wasted due to compromised tubing. It is believed that the PICC line was not compromised, drawing and flushing appropriately per multiple caregivers. After disconnecting from patient, attempted to run fluids through line, unable to get fluids into filter. Line collected and bagged and given to management.